Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Repairs not yet requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called about a printer issue. The printer will not time print every fifteen minutes, it will print every hour and on command but not print within intervals. Customer also reported that the fo catheter had issues the prior day and displayed "sensor failure" message. Customer disconnected and have been using a central lumen and transducer since that time. The patient is stable , there was no patient harm reported.